Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was deployed without issue. A second clip was advanced into the anatomy. While grasping in the left ventricle, the clip interacted with the first placed clip, causing it to detach from the posterior leaflet resulting in a single leaflet device attachment (slda) and additionally a laceration of the posterior leaflet was observed. The second clip was deployed, and mr was reduced to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, the reported device damaged by another device (dislodged) and single leaflet device attachment (slda) appeared to be related to procedural conditions and due to the second clip interacting with this first implanted clip causing slda of this first implanted clip. The reported tissue injury was cascading events of the reported device damaged by another device. Tissue injury is listed in the mitraclip system instructions for use, and is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.